Event description:
Caller states that the following readings were obtained on a patient, with two inform meters, within 10 minutes: 235 mg/dl, 114 mg/dl, 155 mg/dl (inform system 1) and 117 mg/dl (inform system 2). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
This medwatch is for the inform system 2. Reference medwatch with (B)(6) for the inform system 1.